Manufacturer narrative:
B3: event date is asked, unknown. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having an electrical shock type thing going down their leg. The patient stated this had been going on for awhile. The patient said they thought they had a pulled muscle in their back or something. The patient contacted their healthcare provider (hcp) and was told to call the manufacturer to see if they could remotely resolve issue. The agent explained that patient services couldn't connect remotely to the ins. The patient stated they had a horrible shock on saturday night. The agent walked the patient through connecting to the ins and decreasing stimulation. The agent reviewed therapy adjustment options. The patient was directed to monitor stimulation at the decreased level and continue adjusting as needed. They were redirected to their hcp if the issue persisted.